Manufacturer narrative:
(B)(4). Results of investigation: carefusion was unable to verify the reported issues. All testing was performed using a good known test patient circuit. The ventilator passed all tidal volume test from the ltv final test. The ventilator passed the internal peep test from the ltv final test. Internal inspection did not reveal any abnormalities with the ventilator.

Event description:
It was reported to carefusion that the unit had unstable tidal volumes and the peep was fluctuating while on a patient. The patient was placed on the back up ventilator with no harm. The customer tired using multiple circuits and was unable to fix the issue.